Manufacturer narrative:
Event description continuation: smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Since the tamponade was discovered at the end of the procedure, even though the physician believes the injury occurred at the beginning with placement of the cs. This event is being reported under both the ablation catheter and the cs catheter. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: lasso nav variable eco catheter (model# d-1343-01-s lot# 17627210l); st. Jude medical brk-1 transseptal needle (model# unknown lot# unknown). (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a coronary sinus catheter and suffered a cardiac tamponade requiring pericardiocentesis. Upon connecting the lasso catheter, a non MDR reportable signal interference (noise) displayed on the intracardiac channels on the recording system and the carto 3 system. Cable was replaced without resolution. Catheter was replaced and the case continued. Physician had at least one electrocardiogram signal available to monitor the patient¿s heart rhythm. At the end of the case, a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition at the time of complaint report. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Factors cited that may have possibly contributed to the adverse event include the patient¿s anatomy. Physician¿s opinion regarding the cause of the adverse event is that it was related to the placement of the coronary sinus catheter at the beginning of the procedure. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle and a st. Jude medical sl1 8.5 french sheath. Generator parameters and settings at the time of injury were not reported. Overall ablation time and last ablation cycle time at the site of injury were not reported. Irrigated catheter flow setting was not reported. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained at less than 250 seconds. Spi value was reported to be within normal limits. Smarttouch catheter was not in close proximity to another catheter.